Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of clinical trial, vena cava filter was placed due to dvt post spinal surgery. It was further reported that approximately 2-month post filter placement, patient experienced thrombosis throughout the left femoropopliteal venous system and calf veins. Reportedly, patient was hospitalized for approximately three months and the outcome of the event was resolved without sequelae.